Manufacturer narrative:
The company service representative examined the system and replaced the supervisor, upgraded the software, and performed standard test procedure (stp) on the system. The system was then tested and met all product specifications. A review of complaints for the last 24 months did indicate one related report for this system. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "delay of about 20 minutes" (no code available). Product problem(s): "system shut down" (loss of power), "error message" device displays error message). A nurse reported an error message and that the system shut down during the procedure. The procedure was completed after a delay of about 20 minutes with no pt injury reported.